Event description:
The user facility reported a patient received an overinfusion of chemotherapy. It was reported that the nurse programmed the device to deliver at a rate of 15 ml/hr, however after the overinfusion was discovered the pump was found to be set to a rate of 45 ml/hr. The patient received a medication to counteract the overinfusion and recovered with no reported incident related medical sequela.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.